Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03694. It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. Pericardial effusion was noted at baseline. The watchman access system (was) was positioned in the laa and a 30mm watchman laa closure device & delivery system (wds) was advanced. The watchman laa closure device was deployed and released. Post procedure trace effusion was noted and they were unable to determine if it grew during the procedure. The effusion was monitored and no intervention was required. No further patient complications were reported and the patient was noted to be fine. The patient was discharged the next day.